Event description:
It was reported to medtronic neurosurgery that that the patient had a shunt implanted in 2009 and had an issue with it in 2011; however, the shunt was repaired. According to the report, recently the patient¿s shunt was removed. The report stated that an endoscope was used to retrieve the ventricular end from the ventricle. Reportedly, no adverse effects were noted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. There were no anomalies noted. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.